Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the patient underwent peripheral intervention surgery via the femoral artery approach. During the occlusion process, after the carrier tube was withdrawn, it was found that the anchor was carried out of the patient along with the carrier tube. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 25jun2025: a 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. When withdrawing the device, the anchor was pulled out with suture from the patient's body. The procedure was completed by manual compression. A pre-deployment angiogram was performed. The patient was stable.